Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-12088, related manufacturer reference number: 1627487-2019-12089. It was reported that the patient experienced ineffective therapy. Surgical intervention took place to explant the patient's system. Surgery addressed the issue.